Event description:
When pump in question is turned on, the following message appears on screen: system failure: force sensor bridge test. The only option available is #1 after which a biomed code is required to proceed. Not having any such code, the pump has become useless to us.